Manufacturer narrative:
Product investigation will be performed when product is returned. An initial report was made to microline on (B)(6) 2017. However, full information on the extent of the incident was not received until (B)(6) 2017. This is when reportability was determined.

Event description:
During a laparoscopic procedure, the insulation of the renew rigid shaft hand-piece failed. There was a visible arc and flame between the threaded tip and shaft. This caused a fire to light inside the patients abdomen. No apparent harm was caused by the incident.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. There were signs of physical damages on the device from aching. The o-ring was blackened and looked to be damaged by heat. The type of damages observed is a clear indication that the insulation of the device between the o-ring and tip had be compromised. This complaint is confirmed. The visual investigation indicates that the aching looked to occur from the external part of the device to the exposed metal, distal of the o-ring. Because the associated tip was not returned, it is difficult to determine if the insulation was compromised due to a tip failure or handpiece/o-ring failure. The physical damages to the devices made any additional testing impossible. Unable to attach a new tip and test the device for functionality. An initial report was made to microline on (B)(6) 2017. However, full information on the extent of the incident was not received until (B)(6) 2017. This is when reportability was determined.